Event description:
It was reported the pt began receiving prialt and dilaudid in his pump in 2007 for post-laminectomy pain. The dose was gradually titrated from 1mcg/day to 14mcg/day without problems. It was then titrated to 16mcg/day. The pt then began to experience side effects of paranoia, auditory hallucinations, and an abnormal taste in his mouth. Seven months later, the pt's family requested the pt be hospitalized for further eval. The pt was admitted to the hospital for the noted side effects as well as confusion, anxiety, swelling, and agitation. The prialt was decreased and since the symptoms continued, it was discontinued. There were slight improvements in the pt's symptoms, but were still ongoing. The pt received oral opiate therapy; valium and haldol to treat the agitation. The events were assessed as related to prialt as there were no other recent change to the pt's other medications. There was no complaint associated with the implanted device. On the day of discharge, the pt had no evidence of psychosis, oriented x 3, did not exhibit any paranoia, and in stable condition. Previous pt drug history: in 2001, the pt underwent post-laminectomy surgery. In 2006, the pt had a pump system implanted and filled with morphine. Six months later, morphine was removed and replaced with bupivacaine and clonidine, 2006 - 2007 the pt received dilaudid and bupivacaine - no morphine. In eight months , prialt was initiated with dilaudid and bupivacaine on and off with weekly dose and concentration changes due to lack of pain relief. In 2009, the pt reported he thinks prialt was still in his pump, although had been removed and discontinued since 2007.